Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was making a loud bussing noise. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
The user facility's biomed engineer (biomed) ordered valve #5, that is common for this type of buzzing and is going to repair himself.